Manufacturer narrative:
The insulin pump had intermittent button response on up arrow button due to moisture damage on keypad traces. No unexpected number ramping or scroll bar moving with no input noted. The insulin pump had a scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 308 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.